Manufacturer narrative:
Pending investigation.

Event description:
Legal case - (B)(6). (B)(4). Related case: (B)(4). As reported via legal documentation, this patient is verified left knee on (B)(6) 2016 and left knee revision (B)(6) 2021, approximately 4 years, 5 months after initial surgery. Postoperative diagnosis: failed left total knee replacement secondary to instability and polyethylene wear. Patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Serial #: (B)(4), category #: 02-012-44-5013 - logic tibia implant psc insert, sz 5, 13mm, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k110547.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.